Event description:
Reported complaint alleged that the electrosurgical unit output ramp up from 30 watt to 80 watts. No patient injury resulted from the reported complaint.

Manufacturer narrative:
An investigation was completed for the reported complaint of an electrosurgical unit power ramping up. The reported complaint was not confirmed after testing the electrosurgical unit per approved testing procedures. The unit passed all testing and was found within specification. During the investigation a soldering issue was found, it was concluded that this issue is a not related to the reported complaint. A search for similar complaints was completed and no trend was identified.

Event description:
Reported complaint alleged that the electrosurgical unit output ramp up from 30 watt to 80 watts. No patient injury resulted from the reported complaint.